Event description:
Report received indicated the patient had an allergic reaction persisting since summer, 2011. The patient tried competitor equivalents with the same issue. Using cortisone topical cream as per doctor's order helped but did not heal. An allergist tested for different allergens and the patient was found to be positive for ethylenediamine and dihydrochloride, not listed in the products that were used. The patient requested to know if the products might have been in contact with these allergens. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.